Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. No patient consequences were reported.